Manufacturer narrative:
Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3889-28, lot# v456456, implanted: ( B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3889-28, lot# v006638, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient moved and had a wonderful health care provider (hcp). It was reported that the patient needed a revision and a new programmer. The patient¿s stimulation was not helping right now and the patient had had it for 12 years. It was noted that the patient had called over 100 hcps for the issues they had had. Last year, the patient had talked about may be doing a revision and the patient had kidney stones and got off track with the revision. It was reported that the patient moved, was still having a lot of problems, and their body was not getting the benefit from it that they initially got. The patient hoped that someone could do a revision on it, so they could get the daily benefit and help with it that they had when they first got it. It was noted that stimulation was still on but the patient had not programmer and couldn¿t feel the stimulation from it. The patient lost their programmer in (B)(6) 2013 and last felt stimulation in the summer of 2013. It was noted that the patient last saw their hcp in (B)(6) 2013.